Event description:
Pt called lfs in 2004 alleging that their meter was reading inaccurately low. The pt stated that the meter gave results that they considered normal until the day of the event. The pt stated that in 2003, they took their set amount of glucophage and tested their blood sugar at 10:30m. The result was 39 mg/dl. The pt stated that they were feeling lightheaded, dizzy, and vomiting. Pt was concerned about the reading so they went to the hosp. The result at the hosp was over 900 mg/dl. Pt was admitted for high blood sugar and remained in the hosp for one week. The pt stated that they were not cleaning the meter according to the owner's manual. The pt stated that they noticed that the test strips that they were using had pink confirmation dot. The patient's physician increased the patient's oral medication regimen. The meter and test strips have been replaced for the pt. Both the strip issue, and incorrect cleaning of the meter could result in inaccurate results, therefore this case is reported as an adverse event.